Event description:
It was reported that during the deployment of the esbf2514c103ee endur iis bif stent graft for the treatment of an abdominal aortic dissection, the top cap appeared to be exposed. The device was withdrawn and inspected, revealing a noticeable ledge on the top cap. The device was subsequently discarded, and a new endurant main body was opened and successfully implanted completing the procedure. The patient was alive with no injury. No patient complications have been reported as a result of this even.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported there was some tortuosity which could have contributed to the gap. There was no damage noted to the packaging prior to opening and the packaging was sealed. There was no report of a gap being noticed during device preparation, however the exact timing when the gap occurred , whether before or after insertion into the patient, could not be confirmed. It was confirmed the gap was identified between the markerband and sleeve of the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.